Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog, if initial reporter also sent report to FDA and protocol # are unknown. No product information has been provided to date.

Event description:
It was reported the device displayed no disposable alarm on both pumps while using 100 ml cassette with flow stop. No patient injury was reported.